Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), the root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:04. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.